Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well and was programmed postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg and not holding a charge.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.